Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Loss of capture was noted on both right ventricular and left ventricular leads. There was non sustained right ventricular oversensing. Programming changes were done and the issue was resolved. Patient was stable.